Manufacturer narrative:
Additional information received showed there was no information to reasonably suggest the device in this report may have caused or c ontributed to a death or serious injury or malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: a4. Weight in lbs. B5. A second paragraph was added. H3. H6. Annex b code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately 8 years and 1 month following the implant of this transcatheter aortic valve (tav), the valve was explanted for an unknown reason. Subsequently, a surgical mitral tissue valve was implanted. Additional information was received to report the tav was explanted due to the mitral valve requiring surgical replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately 8 years and 1 month following the implant of this transcatheter aortic valve, the valve was explanted for an unknown reason. Subsequently, a surgical tissue valve was implanted.